Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. Medical personnel observed that the patient was desaturating, so they were placed on a backup ventilator for care. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has attempted to contact the reporter in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be duplicated. Both internal and external o2 tested within specifications. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be determined.